Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a pinhole in the bending section cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive on the objective lens was peeled off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the video connector was damaged due to a handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the control unit had a crack due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, grip, up and down plate, lock engagement lever, right and left plate, light guide connector, light guide cover glass and on the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected fields: g2: (user facility was mistakenly selected in the initial report). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the glue of the objective lens peeled off occurred, due to stress of repeated use, external factors or handling. The event can be detected, by handling the device in accordance with the following instructions for use: the instruction manual operation manual, ¿chapter 3: preparation and inspection:, 3.3 :inspection of the endoscope¿: describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The flex deflectable videoscope exhibited adhesive around objective lens peeled off. There were no reports of patient involvement.